Event description:
During ivtm therapy, customer reported that a possible balloon leak on a icy catheter (lot #unknown). The facility nurse had to replaced the 500ml bag multiple times. Per reporter, a kidney, ureter, and bladder (kub) x-ray was performed and found the icy catheter in the renal vein a few days after insertion and caused significant swelling. No additional information obtained from customer.

Manufacturer narrative:
Corrections made to section b5 (describe event or problem) and updated msa for the event of swelling. Based on limited information provided, event of swelling was probably related to the zoll catheter and procedure due to relevant timing and location. Swelling subcutaneous tissue around the zoll catheter is an anticipated event and could potentially occur with the usage of any catheter.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. Administration of sterile cold saline i.v. Up to 1.5 l is one of the common methods of treatment at the hospitals and should not harm a patient. The customer should be re-trained on usage of the catheter to assure appropriate location of the catheter during cooling therapy.

Event description:
During ivtm therapy, customer reported that a possible balloon leak on a icy catheter (lot #unknown). The facility nurse had to replaced the 500ml bag multiple times. Per reporter, a kidney, ureter, and bladder (kub) x-ray was performed and found the icy catheter in the renal vein a few days after insertion and caused significant swelling. No additional information obtained from customer. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.